Event description:
Pt underwent cataract surgery on 5/8/97. And implantation of a staar model aq-2003v intraocular lens was attempted by the surgeon. However, the doctor stated that during lens insertion, the lens ejected quickly and tore the posterior capsulae. The lens was removed and a vitrectomy was performed. Another lens style was implanted.